Event description:
It was reported that the patient was in a car accident last year that dislodged the neurostimulator (ins) from the pocket. The ins was now protruding through the skin, though it was reported that there was nothing wrong with the ins itself. The patient was looking for an hcp to take care of the pocket issue, but was having insurance issues. The patient also had a nickel sized bulge on her spine. The last time she had a bulge like that her lead needed to be revised (see MFR. Rep. # 3004209178-2009-09108). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3487a-56, lot# v308324, implanted: 2009 (B)(6), explanted: na; lead: model 3487a-56, lot# v308324, implanted: 2009 (B)(6), explanted: na; lead: model 3776-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; extension: model 3708220, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Event description:
Additional information received reported that initial cause of the skin erosion was rapid weight loss. It is being interpreted that the car accident worsened the erosion. It was stated that there was no infection at the pocket site at that time. Please refer to mfg. Report # 3004209178-2013-06270, as it was unclear if the weight loss contributed to both occurrences of skin erosion and at which occurrence an infection happened. It was previously reported that there was an infection, which lead to a device removal. However, additional information reported that there was no infection.

Manufacturer narrative:
Product ID 3487a-56, lot# v308324, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot# v308324, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the system was intact, however the leads had migrated after the car accident. The leads and generator were revised / replaced. The patient outcome was reported as "satisfactory at this moment".

Manufacturer narrative:
The aware date for the new information received was previously reported in error. The aware date is (B)(6) 2013, not (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3487a-56, lot# v308324, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3487a-56, lot# v308324, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3487a-56, lot# v308324, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Lead model 3487a-56 lot# v308324 implanted: (B)(6) 2009 explanted: unknown; lead model 3487a-56 lot# v308324 implanted: (B)(6) 2009 explanted: unknown; lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: unknown. (B)(4).

Event description:
Additional information received clarified that the patient's car accident was in (B)(6) 2011. It was reported that the erosion became worse following the accident. Their insurance kept denying the treatment (procedure) for relocating the ins. It was then reported that the ins caused an infection in their body at which time the patient's insurance covered the procedure. If additional information is received, a follow up report will be sent.